Event description:
Needle not wanting to fire correctly. While using the achieve needle in the automatic mode, the cutting needle did not activate. This was not known until the needle was withdrawn from the pt and no sample was in the specimen notch.